Event description:
It was reported that the sponge of a minicap was dry. This was discovered before use. The customer reported the iodine formed a crusty circle around the sponge and that the sponge itself was not as brown as it should be and appeared dry. There was no patient injury or medical intervention associated with this event. No additional information is available at this time. This is report 3 of 10.

Manufacturer narrative:
(B)(4). Device manufacture date: 11/24/2014 ¿ 12/02/2014. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Underwater leak testing was performed on the pouch and no issues were found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A companion device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.